Event description:
A patient reported blood glucose results of 250 mg/dl and 204 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Patient also reported having difficulty inserting the test strip into the meter. Unknown when patient started having this issue. No adverse event or serious injury reported.